Manufacturer narrative:
(B(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 21 mg/dl and 48 mg/dl. Customer had low blood glucose led to a seizure and they gave her a glucagon injection. She was talking to her daughter walking to the bedroom feeling she had a headache and then she fell on the floor and they called the paramedics and reading was low. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.